Event description:
It was reported by service report that both of the siderails will not raise. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.